Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
During a postoperative re-examination on (B)(6) 2025, an infection around the implant was observed. Therefore, explantation was decided and performed on the same day.

Event description:
During a postoperative re-examination on (B)(6), an infection around the implant was observed. Therefore, explantation was decided and performed on the same day.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage. According to the information received from the field the device was explanted due to an infection at the implant site in the post-operative period. A review of the device's sterilization records shows that the device has been subject to a valid sterilization process. No available information points to the implant being the source of infection. This is a final report.